Event description:
Reporter stated the customer has experienced elevated blood glucose for a few days and believes the infusion device does not properly provide the e4 occlusion error. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Case with patient identifier (B)(6) is related to case with patient identifier (B)(6).